Manufacturer narrative:
The reported complaints of user advisory - ua16 (timeout moving to take-up position) and ua23 (compression will exceed 3 revolutions) error messages on the autopulse platform (serial # (B)(4)) were confirmed during archive data review. Error message ua16 was confirmed during functional testing but not error message ua23. The investigation findings revealed that the root cause of ua16 was due to seized brake gap which was likely caused by normal wear and tear due to aging of the platform. The root cause of ua23 was undetermined and was unable to replicate during functional testing. Unrelated to the reported complaint, a damaged front enclosure was observed during visual inspection. This type of physical damage on the ap platform can occur due to normal wear and tear. The damaged enclosure was replaced. The autopulse platform is a reusable device and was manufactured in september 2013. The device has been operating for over 5 years and has reached its expected serviceable life of 5 years. During archive data review, multiple error messages ua16 were identified on the event date and ua23 occurred on (B)(6) 2019. Thus, confirming the reported complaints. Initial functional testing could not be performed due to error message ua16 (timeout moving to take-up position) displayed during device power up. Thus, confirming the reported complaint. To remedy ua16, the brake gap was un-seized. The ap platform was retested and passed all functional tests. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint for autopulse with serial number (B)(4). (B)(4) reported on march 17, 2015. To remedy ua16, the drive train motor was cleaned and the brake gap was re-adjusted.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory -ua16 (timeout moving to take-up position) and ua23 (compression will exceed 3 revolutions) was also observed. Customer installed a new lifeband but without any success. No patient involvement.